Event description:
After temporarily removing a pt from the 3100a for an exam, the attending physician was unable to re-pressurize and restart the system. The pt was placed on another 3100a without any compromise.